Event description:
The facility reported an incident occurred on (B)(6) 2014. The patient was on inotropic support at the time of death. After the patient expired, when removing the pads, the patient's skin was torn. The skin tare was located on the left leg at the back of the thigh trending towards the outer thigh. The facility concluded the cause of the patient's death was contributed to cardiac arrest and was not attributed to the arctic sun incident.

Manufacturer narrative:
The facility has indicated a sample will be returned for evaluation. Once the investigation is complete, a supplemental report will be filed.